Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported in case-(B)(4) was likely the result of an insufficient bond between the femoral component and bone which led to aseptic (non-infected) femoral loosening and pain after 12 years of implantation. However, potential contributions from prosthesis wear, and/or patient-related conditions to the reported event cannot be confirmed as the devices were not available for evaluation and limited information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of an insufficient bond between the femoral component and bone which led to aseptic (non-infected) femoral loosening and pain after 12 years of implantation. However, potential contributions from prosthesis wear, and/or patient-related conditions to the reported event cannot be confirmed as the devices were not available for evaluation and limited information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 2025335, 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t, 2184803, 200-02-32 - three peg patella 32mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 2189770, 02-012-35-3013 - logic tibia ps mod insrt sz 3 13mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 2191764, 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t, 2195603, 02-010-01-0330 - logic femoral ps cem right sz 3, 2223753 ,200-02-32 - three peg patella 32mm.

Event description:
It was reported that this 63 y/o female patient's right knee was revised approximately 12 years post op initial surgery. Patient complained of pain. Loose femur and recalled poly. Patient was last known to be in stable condition following the event